Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's clamp came unhinged and was impossible to put it back in the axis to be able to remove it. It was necessary to take the instrument out at the same time as the trocar, and then to break it completely to be able to remove the trocar. In two months, the have been two similar cases with different surgeons and two different clamps. It is unknown if a fragment fell into the patient but there were no post-operative test(s) performed to look for fragments in the patient. The procedure and the patient outcome are unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incision was not increased in order to remove the instrument and cannula together. There was no missing material, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no collision with other instruments or tools. There was no surgery delay or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. The instrument was found to have a broken main tube approximately at the distal tip. A piece measuring proximately 10 mm x 5 mm was not returned with the instrument. Material was found missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.